Event description:
It was reported that instrument was broken off at the tip during use. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. The visual examination shows that pivot pin missing and lower arm broken from the pivot pin hole forward. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.